Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with episodes of non-sustained oversensing observed on the implantable cardioverter defibrillator after biventricular pacing. The episodes were caused by post paced t wave oversensing. The device was then reprogrammed to resolve the anomaly. The patient's condition was stable.